Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to successfully clear alarm and was able to complete rewind. Insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged pump error 130 alarm. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarms noted during testing. Insulin pump successfully downloaded to thus. Confirmed pump error 130 alarm on (B)(6) 2021 at 13:44, 16:31, 19:34, 14:13, 14:14 in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and moisture damage (dried insulin) was found on the motor contact. The following were noted during visual inspection: partially detached retainer, cracked retainer, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, cracked battery tube threads, cracked keypad overlay, scratched case, and minorly scratched lcd window. In summary, insulin pump passed required testing. Customer alleged for pump error 130 alarm was confirmed on (B)(6) 2021. Moisture damage was confirmed due to dried insulin on the motor contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.